Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2007 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple drawers failed. A field service engineer (fse) mentioned that issue was escalated to customer support specialist (csc). The csc remotely accessed the station, logged in as care fusion admin, and followed knowledge article titled "legacy full height drawer no longer accessible after applying firmware 1.8.2.12 steps to reconfigure settings". Then the device was set to auto login in carefusion application, and the station was restarted. Customer later confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es ndher, multiple drawers failed; a station reboot and recover storage space were performed by the user, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.